Manufacturer narrative:
Model number/catalog number: 72404155, serial number: null, batch/lot number: 630028012, model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced inflation issues with a nine year old inflatable penile prosthesis (ipp). A surgical procedure was performed in which the cylinders and pump were removed. The reservoir was drained and retained on left side of patient. During the procedure the physician noted in the tubing between the pump and reservoir a hole which almost separated the components. The patient did not experience any further issues or complications. No information regarding the explanted ipp or surgery was known by physician.